Manufacturer narrative:
The device received an expanded evaluation. The allegation was confirmed for darkened tubing from the sieve beds to the pe valve and darkened, deformed tubing from the left sieve bed. The darkened and deformed tubing allowed sieve material to escape into the concentrator's system, causing the damage inside of the cabinet. The regulator had also failed causing damage to the sound box which caused the hour meter to blow out. This failure was consistent with one that has been previously investigated and components of the concentrator have been updated to prevent potential recurrence of this issue.

Event description:
An independent repair center stated that the unit caught fire, which appeared to originate by the pe valve. It appeared the product tank and regulator experienced an over pressurization event, the product tank and check valve appeared to have fire damage, the hour meter was dislodged from the cabinet, the wires were detached from the power switch, the tubing near the pe valve had a hole, and solid sieve was found in the tubing and sieve bed.

Manufacturer narrative:
This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device has been returned to invacare for further evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
An independent repair center stated that the unit caught fire, which appeared to originate by the pe valve. It appeared the product tank and regulator experienced an over pressurization event, the product tank and check valve appeared to have fire damage, the hour meter was dislodged from the cabinet, the wires were detached from the power switch, the tubing near the pe valve had a hole, and solid sieve was found in the tubing and sieve bed.